Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no or limited sound during the activation of the device.

Manufacturer narrative:
Conclusion: device investigation only found damage on the coil wire between fmt and the receiver coil, as it appears typical for having been caused during surgery. The damage found can well explain for the missing device function at first switch-on after implantation. As no post-operative events (e.g. Trauma) occured it is highly likely that the damage has been caused inadvertendly during implantation. Further the transition was found slightly bent as described in the device explantation report form. This is a final report.

Event description:
The user reported no or limited sound during the activation of the device. The user was re-implanted.